Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-03049. Additional information received indicated the patient¿s implanted percutaneous leads were explanted and replaced with a paddle lead on (B)(6) 2018. Effective therapy was restored to the patient post operation.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03049. It was reported the patient is not receiving effective pain relief in the right leg. Reprogramming was unable to resolve the issue. X-rays confirmed lead migration. The patient will have a CT myelogram performed and undergo surgical intervention as the next course of action.